Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer is new to insulin pump therapy. Customer has been running high for two months. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced dizziness, nausea, weightloss and severe thirst. Hospital treated with manual injections and insulin drip. Nothing further reported.